Event description:
Livanova deutschland received a report that a heater-cooler system 3t failed to rewarm patient side beyond 32°c during procedure. Issue persisted even if cardioplegia was not pumping and even when cardioplegia water side was off. This required to swap out for another heater cooler during the rewarming phase of surgery. The patient was not harmed, but this did delay the surgery by at least 20 minutes.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the customer tested the unit after the incident and could not reproduce issue. Then, a livanova field service representative was dispatched to the facility to investigate the device: tests were ran as per device service manual, using shorter lines as indicated in the device instructions for use. Heating and cooling were found in specifications: heating from min to max = 18 minutes (patient side: from 2 degrees to 40 degrees specification is greater than 20 minutes); with longer lines it took 21.30 minutes cooling max temp to min = 15 minutes (patient side: from 40 degrees to 3 degrees specification is greater than 16.5 minutes); with longer lines it took 16.50 minutes same tests were also ran with longer lines (as used by the customer) and heating and cooling took a little longer time, while pumping. In detail 21.30 minutes for heating (from min to max) and 16.50 minutes for cooling (from max to min). As per functional verification testings, the unit worked properly and returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2018 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the above findings and considering the service activity performed by fse, it cannot be ruled out that the most likely root cause of the reported condition was the excessive lenght of the tubing used. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report